Manufacturer narrative:
The reported upn and lot number matched; however, the device was used past the expiration date (9/20/13). (B)(4) for the reported event of handle cannula broken. (B)(4) for the reported event of tip won't detach. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp). Procedure performed on (B)(6) 2013. According to the complainant, during the procedure while attempting to crush the stone, the handle cannula broke. The physician used a soehendra device but it failed to detach the tip. The procedure was not completed and the basket was left inside the patient. Patient was then sent to surgery to remove the basket. The patient's condition after surgery was reported to be fine.